Event description:
I have had the right knee replaced several times because of loosening. Currently it is loose again and the device moved from side to side involuntarily. This is very painful and when it does this, I have to wait from 10-20 minutes before I can walk. I have a biomet vanguard knee replacement on left and right.